Event description:
It was reported that a malfunction alarm occurred with the customer's pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a prepaid label within 10 days. The customer understood these instructions and planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.